Manufacturer narrative:
The suspect hand-switch was returned to the manufacturer for analysis. The hand-switch was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the unit would not pass rad gain calibration. The medtronic representative checked the dose and kvp on the dosimeter, checked battery levels, and performed an analog offset. The rad gain cal high level remained at 3500 to 4000. The rep replaced the cp2, handswitch and cp1 to cp2 upgrade kit. After this, the rad gain calibration still failed. The rep used a dosimeter, and found that the dose was out of range for standard and boost. The rep increased e06 from 202 to 205 and then completed an auto calibration. The medtronic representative then completed a fluoro gain cal and rad gain cal. The system was shut off and rebooted, after which the rep completed the gain cals again. Additionally the rep completed the rad accuracy and akr test on the dosimeter. A successful system checkout was performed which verified that the issue had been resolved. The parts were not received by the manufacturer for further analysis.

Event description:
A site representative reported that the image quality was poor and that the rad/gain calibrations couldn't be completed. No patient was present during the time of the reported incident.

Manufacturer narrative:
The detector panel and paxscan were returned to the manufacturer for evaluation. Testing found that there were artifacts in image acquisitions when installed in a known operational imaging system.